Event description:
During tracheostomy placement the procedure resulted in an pneumothorax. According to report filed the device listed was used during an initial intubation with laryngoscope; the pt developed a pneumothorax and required an unscheduled admission to the picu department for treatment (chest drain placed).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.